Event description:
The facility representative reported a colleague infusion pump which experienced failure code 500:320:654:0000. It is unknown when this condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of failure code 500:320:654:0000. The root cause could was determined to be the start key being held for greater than 50 seconds by the user. No repairs were necessary to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).